Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that the patient's poor anatomy caused the left ventricular (lv) lead to dislodge therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.